Event description:
The patient reported that the implantable cardiac monitor hurt and felt like a piece of glass under the skin. The patient had suggested to the physician that the monitor should be removed because ¿they were not getting any data from it anyway.¿ the monitor was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).